Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "rupture".

Event description:
Healthcare professional reported right side "capsular contracture baker grade ii" and "rupture". The device was replaced.

Event description:
Healthcare professional reported right side "capsular contracture baker grade ii" and "rupture". The device was replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, underweight. A microscopic analysis was performed which identify crease sharp opening on posterior stress mark. Based on the device analysis the final assessment is: a crease sharp opening on posterior assessed as fold flaw opening.